Event description:
It was reported that the anesthesia system generated alarms for high peep (positive end expiratory pressure). There was no patient harm. Manufacturer's reference number: 912705.

Manufacturer narrative:
The unique identifier (UDI) # information is not available since the device was manufactured before 10/18/2015 ¿ date of implementation of UDI in manufacturing.

Event description:
Manufacturer's reference number: (B)(4).

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device's logs and provided photo has been evaluated by our clinical application specialists. According to their evaluation, no malfunction of the device could be seen. Based on experience, it has been concluded that most probable cause of this situation is used settings - trigger sensitivity - for pressure support ventilation mode, rather than changes the inspiratory rise time. The specialist suggested that adjustment of setting in this mode should change perception of displayed waveforms. The cause of the issue has been related to operational context. The user caused or contributed to the issue or situation outcome, without making a user error or encountering an anticipated procedural complication. A correction of field # brand name and # version or model # was required. Brand name - previous brand name: flow-I, corrected brand name: flow-I c20 version or model # - previous version or model #: flow-I c20, corrected version or model #: 6677200.